Event description:
In 2008, the pt was treated with the gore excluder aaa endoprosthesis. A type I endoleak was identified on the final angiography. After following the pt the physician decided to reintervene in 2009, in which an aortic extender component was implanted. The type I endoleak was resolved and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork had been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.